Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors was unable to control the tips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the doctor described that the closure of the tip of the monopolar curved scissors (mcs) could not be controlled. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was not discoloration, corrosion, contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.